Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4) other- specify in comments. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) / biomed need assistance on 8015 sn (B)(4) having an error 800.8000. Case resolution: I recommend to (B)(4)/ biomed to try and re-flashed the 8015 device. If after re-flashing the device continue to show the error 800.8000 then more likely the logic board might be faulty. Biomed will call back if needed further assistance. (B)(4).